Event description:
It was reported that prior to implant, the device recorded an observation that the estimated remaining longevity was not available. The device was not used. There was no apparent patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Evaluation summary: analyis of the device memory indicated there was a low telemetry battery voltage, with zero minutes of wireless telemtry usage.